Event description:
A nine year old boy had 16 fr. Silicone catheter used as a gastrostomy tube. The tube was occluded and required changing. The nurse attempted to aspirate 5cc. Water used to fill balloon, but was unsuccessful. She cut the tube, to allow it to deflate, approximately 2 inches above gastrostomy stoma. The catheter was "sucked in" the individual's stomach before it could be grabbed. The catheter has remained in the child's stomach with the balloon intact since 10/9/94. Pt must have an endoscopy performed under general anesthesia for the removal of the catheter end. Facility has run tests with other catheters of this type because of the same problem (balloon will not deflate). A few catheters have been removed with the balloons intact. Some of these catheters worked as they are supposed to and others will not deflate. Facility is unable to test the involved catheter as it remains in the child.